Event description:
Customer reports 4 incidents of blood leaks during 34 days on use numbers ranging from 9 to 14. All blood leaks occurred in the middle of patient treatments. All blood leaks were noted by blood leak alarm and confirmed with hemastix. All treatments were continued with new dialyzers and new bloodlines without incident. No patient injuries or medical intervention was reported.